Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "tlc central line leaking from brown port." The line was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "tlc central line leaking from brown port." The line was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The full UDI is unknown as the lot number was not provided.